Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to perform ten total treatments of both low and high speed in two vessels, the left main (lm)/circumflex artery (cx) and the left anterior descending artery (lad). It was observed the viperwire guide wire fractured in the lad. The fracture was at the transition point of the guide wire. There was non-pronounced, moderate wire bias noted. There was difficulty wiring/delivering devices. The fractured component was able to be snared. There were no patient complications as a result of the event. The patient was discharged in stable condition.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to perform ten total treatments of both low and high speed in two vessels, the left main (lm)/circumflex artery (cx) and the left anterior descending artery (lad). It was observed the viperwire guide wire fractured in the lad. The fracture was at the transition point of the guide wire. There was non-pronounced, moderate wire bias noted. There was difficulty wiring/delivering devices. The fractured component was able to be snared. There were no patient complications as a result of the event. The patient was discharged in stable condition.

Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot number specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to circumstances of the procedure. The guide wire core is fractured 9 cm from the spring tip. Analysis of the fracture face shows that the fracture occurred while spinning in an elevated stress environment. There is also rotational wear on the surface of the wire near the fracture site. Testing has shown that excessive wear between the guide wire and oad tip bushing may occur due to tortuosity, tight bends, and/or buckling of the guide wire due to being advanced forward against resistance which compresses the guide wire into a bent/buckled shape. It is hypothesized that the excessive wear led to the eventual fracture of the guide wire, although the exact root cause of fracture remains undetermined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4755, 4118, 3233, and 11 no longer apply.